Event description:
It was reported that prior to starting a da vinci-assisted pyeloplasty surgical procedure, and before surgical port placement, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) during system setup to report a recurrent error 32056 on universal surgical manipulator (usm2). The system had already been restarted, but the error returned. The tse confirmed the error via logs and advised that usm2 could be disabled until a replacement was available. The nurse notified the surgeon, and the procedure proceeded with usm2 disabled. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm2 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 32056 points to system_err_i2c_init_error.